Manufacturer narrative:
The field service representative performed multiple troubleshooting procedures on the alinity I processing module, reviewed the module logs, found the vacuum bleed valve readings were out of specification and replaced the part. The replacement of the vacuum pump filter and bleed valve assembly resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Data and information provided by the customer was reviewed. Review of the instrument service history for the alinity I processing module revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the vacuum pump filter and bleed valve assembly or the alinity I processing module. Labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I cmv igm and alinity I havab igg results for multiple samples. The following results were provided: (customer provided cmv igm reference range result < 0.85: neg >=1.00: pos). (B)(6) 2024 cmv igm sid (B)(6) initial result 3.79 s/co, repeat results 0.11 s/co, 0.13 s/co. (B)(6) 2024 havab igg sid (B)(6) initial result 3.06 s/co, repeat results 0.84 s/co, 0.40 s/co. No impact to patient management was reported.

Manufacturer narrative:
A1 patient identifier complete information: sids (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I cmv igm and alinity I havab igg results for multiple samples. The following results were provided: (customer provided cmv igm reference range result < 0.85: neg >=1.00: pos). (B)(6) 2024 cmv igm sid (B)(6) initial result 3.79 s/co, repeat results 0.11 s/co, 0.13 s/co (B)(6) 2024 havab igg sid (B)(6) initial result 3.06 s/co, repeat results 0.84 s/co, 0.40 s/co no impact to patient management was reported.